Event description:
One complaint has been received. Drb1 04 ssp unitray kit has a (B)(6) in lane 9, which gives no perfect match typing result for the drb1 (B)(6).

Manufacturer narrative:
Correction report which was reported to the recall coordinator on (B)(4) 2012.